Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 3.5 x 20 mm nc trek dilatation catheter through the rotating hemostatic valve, the device separated into 2 segments. Per physician, there was no resistance noted during advancement and no force applied. The device was not used and there was no adverse patient effect. No clinically significant delay was reported. No additional information was reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.